Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. The health care professional (hcp) moved the wand I circules fo several minutes, but the interrogation was unsuccessful. The device remains in service. No adverse patient effects were reported.